Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no other complaints reported for this finished good lot. Review of the device history review (DHR) indicates the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation, without a sample, a root cause cannot be determined. (B)(4).

Event description:
A customer reported that leakage occurred from the bottom of console during surgery. There was no harm to the pt.